Event description:
During a stress test a pt went into v-tac, the doctor charged up the medic 5 defibrillator which failed to discharge. The pt was transported to the hosp in cardiac arrest. During later attempts to contact the doctor to arrange to get the unit returned for evaluation, a contact (who wished to remain unknown) at the clinic informed co that the pt had expired, but would not provide co that the pt had expired, but would not provide co further information on the pt (sex, age, weight, date of death, pre-existing medical condition, etc.).